Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The resolution is unknown. No report of patient involvement. The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The resolution is unknown.

Event description:
The hospital reported the unit alarmed during pre-use checkout and lost the ability to mechanically ventilate. There was no report of patient involvement.